Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6)2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic muscle stimulation. The clinic attempted to reprogram the left ventricular (lv) lead; however, it was not possible to stop the muscle twitching without loss of capture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval network (pan)- product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.